Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged that the plunger pin broke and the brake will not engage.